Manufacturer narrative:
(B)(4). Date sent: 3/28/2022. D4 batch #: v7017n additional information was requested and the following was obtained: did the surgeon utilize the green advanced hemostasis button during the case? => our sales rep said that the doctor told her that the green advanced hemostasis mode was not used. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, not all present and the missing portion was not returned. The tissue pad was not detached as reported. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that, during an unknown procedure, the tissue pad melted and fell off the clamp arm, although the device was not used much. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes, it fell off. No further information will be available. Did the tissue pad fall into the patient? If, so what efforts were made to retrieve it? No pieces fell into the patient. No further information will be available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.